Event description:
It was reported that during a jetstream procedure the guidewire broke and pieces were left in the patient. A jetstream catheter was selected for a procedure in the femoral artery. During the procedure the non-bsc guidewire fractured and pieces were left in the patient's femoral artery. Surgical intervention was scheduled for (B)(6) 2018 to extract the pieces of the guidewire.